Manufacturer narrative:
No medwatch was rec'd from the user facility. All sections on this form completed by the MFR. Investigation findings: the shaver handpiece was returned for investigation. During eval the handpiece was tested and found to activate on its own related to pcb failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There have been no reported injuries associated with this failure mode.

Event description:
It was reported that the arthroscopy shaver handpiece was returned for eval of a grinding noise, while in use. There was no pt injury or surgical delay associated with this event.